Event description:
It was reported that on (B)(6) 2025, a 35mm navitor valve was successfully implanted. Post-procedure, the patient experienced right bundle branch block, so a dual chamber permanent pacemaker was implanted. The physician doesn't believe the patient experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient was discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported post successful navitor implant procedure the patient experienced right bundle branch block and a dual chamber permanent pacemaker was implanted. Information from the field indicated that the physician doesn't believe the patient experienced adverse health consequences due to the performance of the product. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported heart block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted for heart block. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.